Manufacturer narrative:
The facility biomed called a technical support specialist (tss) to assist with troubleshooting an intermittent footswitch issue. The facility did not request service, however the biomed will continue to monitor the issue and will order parts as needed. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).

Event description:
A customer reported that during cataract surgery, a system message displayed indicating that the footswitch was not recognized by the system. The customer was able to unplug and replug the footswitch to clear the system message. The surgery was completed with the same system. There was no harm to the patient.